Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no visual nonconformity. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The system message (sm) [tune failed ¿ loose tip] displayed when the phaco handpiece attempted tuning. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. The customer reported event of the phaco handpiece not aspirating during treatment was not confirmed. The phaco handpiece met specifications for irrigation and aspiration. However, further testing was unable to be performed, as the phaco handpiece caused the sm [tune failed ¿ loose tip] to display when the phaco handpiece attempted tuning. Unrelated to the reported event, moisture ingress was found to cause a short circuit from the high electrode to ground and cause sm [tune failed ¿ loose tip] to display during prime/tune. However, how or when the moisture entered the handpiece remains inconclusive. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on april 4, 2016. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the handpiece did not aspirate during a surgical procedure. The handpiece was exchanged and the case was completed.